Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested,however to date no further information has been provided. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by the end user that she developed redness and itching beneath her tape collar a couple of months ago. She saw a dermatologist who prescribed betamethasone dipropionate cream which did not help. She stated she started using an over-the-counter (otc) anti-fungal which has cleared up most of it up. No further details have been provided.